Event description:
The customer called to report that the insulin pump was no longer working, and she wanted it replaced. The customer did not state what was wrong with the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test.